Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch malfunctioned, and the x-ray delayed when pressing the footswitch. Analysis of the system log file did not show any error. During troubleshooting, the fse suspected a bad contact of ipb (image processor board) and isb (image storage board). So, the fse implemented the bist (built in self-test) and reseated the ipb and isb. After that, the system was returned to use in good working order.

Event description:
It was reported to philips that the fluoroscopy was delayed and image storage was unavailable. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.